Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance.the product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
An outback catheter was inserted retrograde through a 6f cordis brite tip sheath into the right common iliac artery to treat a chronic total occlusion (cto). Insertion of the outback was difficult due to slight calcification and extra pressure was applied by the physician, however it was noted that it was no more than would be applied to any catheter in similar circumstances. At this point the physician decided he wanted to dilate the sub intimal space so he withdrew the catheter and noted that the nosecone had separated from the catheter and remained in the patient. The physician decided not to attempt retrieval of the dislodged nosecone and the case was aborted. The outback catheter was prepped in the straight configuration, the cannula tip was fully retracted before insertion, the handle deployment slide was locked in the proximal position, the cannula/needle actuated smoothly during prep and there was no difficulty retracting the cannula back into the catheter. One non sterile catheter outback was received coiled inside a plastic bag. Blood residues were noted in the catheter. The outer liner was observed damaged. Distal tip was not returned with the device. No other anomalies were observed in the returned device. Pressurized water was applied to the catheter through the guide wire port, and exit through the cannula port then through the haemostatic rotating valve, and exit through the tip; no anomalies were detected. A 0.014" guide wire was inserted through the tip and it exit through the guide wire port. The guide wire was then inserted through the guide wire port, and it exit through the tip. Cannula could be fully deployed and retracted. A review of the manufacturing documentation associated with this lot presented; (B)(4). No assignable root cause was found, the process did not show any trend, no action is taken since the point out of control is favorable. The (B)(4) was closed and the lot was released. This (B)(4) has no relation with the complaint reported. The failure reported by the customer was confirmed. The cause of the failure experienced by the customer might be procedure-related since the inner liner present marks of welding. The exact cause of the secondary failure outer liner damaged could not be determined; however controls are placed in the manufacturing line to prevent defective units from leaving the building; refer to work instruction (B)(4). Neither the analysis nor the DHR review suggests that this failure is related to the manufacturing process; therefore no action was taken. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and/or vessel characteristics and is not related to a product quality issue.

Event description:
An outback catheter was inserted retrograde through a 6f cordis brite tip sheath into the right common iliac to treat a cto. There was slight calcification which made the insertion of the outback difficult. Extra pressure was applied by the physician, but no more than would be applied to any normal catheter in similar circumstances. The physician decided he wanted to balloon the sub intimal space so he withdrew the catheter and nosecone (with t/l marker bands) came off the catheter and remained in the patient. The physician decided retrieval of the dislodged part would cause potentially more damage than leaving it in the body so the case was aborted. The outback catheter was prepped in the straight configuration. The cannula tip was fully retracted before insertion. The handle deployment slide was locked in the proximal position. The cannula/needle did actuate smoothly during prep. There was no difficulty retracting the cannula back into the catheter.